Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat pelvic organ prolapse, cystocele, enterocele, and rectocele. It was reported that the patient experienced exposed eroding mesh into rectum on (B)(6) 2008 and underwent removal of mesh concurrently with total proctectomy, right colon rectal reservoir, and sigmoid colostomy due to rectal bleeding. It was reported that the patient underwent removal of residual perirectal mesh on (B)(6) 2008. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-07988 the same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced fistula, abscess and infected mesh.

Event description:
It was reported that following insertion the patient experienced fistula, abscess and infected mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced acute cystitis and hematuria.